Event description:
Removal of dental implant. The clinician reported the implant was placed and removed the same day due to no primary stability.

Manufacturer narrative:
The device history record was reviewed and verified that the implant met specification.